Manufacturer narrative:
Follow-up #1: date of submission: 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: during investigation, the rest cap was unable to be fully tightened and was difficult to remove. The battery compartment was cracked at the threads to the left of the bumper and at the case seal below the bumper.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.